Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure and causing possible tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery s stem (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip kept opening when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. When the cds was removed, there was possible some chordae damage as mr increased. Two clips were implanted reducing mr to 2. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) was confirmed via returned device analysis. The improper or incorrect procedure or method could not be replicated in a testing environment as it was related to user error. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. It should be noted that the electronic mitraclip g4 system instructions for use, instructs the user after closing the clip to 60 degrees and then to lock the clip under section 25.0 ¿closing the clip and evaluating clip position¿ step 25.1. Based on the information reviewed and the results of the returned device analysis, the unintended movement of the clip opening while establishing final arm angle (efaa) at the account appears to be due to the reported improper or incorrect procedure or method/user error associated with the user locking the clip with the clip fully closed prior to performing the efaa test. The observed unintended movement during returned device analysis was a result of the observed deformed harness which was ultimately the result of the user error associated with locking the clip fully prior to performing the multiple efaa tests. A cause for the reported unspecified tissue injury was unable to be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial report filing, additional information received reported that during the first grasping, the physician close too much the clip before to locking it, and the clip was completely closed. No additional information was provided.